Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic dependent patient presented to the clinic for an atrial fibrillation cardioversion, device interrogation was not possible. The device still could not be interrogated even though a telemetry test was performed successfully. The device was restored to normal function after a device download was installed. The patient had no symptoms during the download.